Event description:
This is filed to report the clip detached from the delivery system. It was reported the mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation. The mean pressure gradient was 1mmhg. Clip (10615r101) was placed without issue, however the gradient increased to 10mmhg, therefore the clip was not implanted and was removed. The gradient returned to baseline. Clip (10519r133) was advanced, and the clip was placed. The gradient increased to 8mmhg. The clip was not implanted, when attempting to retract the mitraclip delivery system (cds) through the steerable guide catheter (sgc) with the clip fully closed, one of the clip arms remained slightly outside of the sgc, an attempt was made to close the arm positioner a little bit more, check the rotation of the clip again, but the clip opened to approximately 60 degrees the clip detached from the mandrel but remained on the gripper and lock lines. It was no longer possible to open, close or steer the clip. The sgc with the inverted clip was retracted through the septal puncture into the right atrium to the femoral vein. The inverted clip was stuck in the groin and was surgically removed. No clips were implanted, mr remains at 4. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficulty retracting the mitraclip delivery system (cds) into the steerable guide catheter (sgc) appears to be due to procedural conditions (clip caught on sgc). The reported clip separation is a cascading event of the clip caught on the sgc. The reported surgical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.